Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. The subject device was not returned; therefore, a physical as well as a functional evaluation could be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Information available indicated that 20 coils had been implanted prior to this coil, that the coil was confirmed to be in good condition prior to use, that the anatomy was very tortuous, and that the coil was repositioned 2 or 3 times. Based on review and analysis of available information and because the product was not returned, the cause of the reported issue cannot be determined.

Event description:
It was reported that during repositioning of the coil into the aneurysm, it detached. The physician successfully pushed the coil inside the aneurysm with the guidewire without clinical consequences to the patient.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during repositioning of the coil into the aneurysm, it detached. The physician successfully pushed the coil inside the aneurysm with the guidewire without clinical consequences to the patient.